Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent high pace impedance measurements which amplify the minute ventilation signal and oversensing can result. Electromagnetic noise appeared at the same frequency as the minute ventilation signal used for the rapid response trend. Technical services (ts) discussed what appeared to be a spring contact issue with the non-boston scientific right atrial lead. No patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. With the available information, boston scientific determined that this device exhibited intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the "description" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent high pace impedance measurements which amplify the minute ventilation signal and oversensing can result. Electromagnetic noise appeared at the same frequency as the minute ventilation signal used for the rapid response trend. Technical services (ts) discussed what appeared to be a spring contact issue with the non-boston scientific right atrial lead. No patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. With the available information, boston scientific determined that this device exhibited intermittent increases in impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection, and oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please refer to the "description" field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited intermittent high pace impedance measurements which amplify the minute ventilation signal and oversensing can result. Electromagnetic noise appeared at the same frequency as the minute ventilation signal used for the rapid response trend. Technical services (ts) discussed what appeared to be a spring contact issue with the both non-boston scientific right atrial (ra) lead and right ventricular (rv) lead. Loss of capture was noted on the non-boston ra lead. The plan will be decided by the physician. No patient effects were reported. The device remains in service.